Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. Implant damaged noted with proximal conductor distorted and blood/body fluid (non obstructed) as well as outer insulation breached cut, and bent/distorted helix .

Event description:
It was reported that the model 6971 lead did not capture. The lead was capped. During the implant of the replacement lead (model 5076) there was positioning difficulty and lead was not implanted. No patient complications were reported as a result of this event.